Event description:
It was reported to boston scientific corporation that a flexiva 365 laser fiber was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the laser fiber worn down after 2 to 3 minutes of use. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event.

Manufacturer narrative:
(B)(4) for the reported event of detachment of device or device component. Visual examination reveals that the exposed glass tip measures 0.5 mm and appears used. The pattern on the tip face is consistent with a fracture indicating that the tip or a portion of the tip broke off.